Manufacturer narrative:
Sientra complaint case (B)(4). Sientra received updated information per the health care provider supplied revision operative report that the alleged device was re-implanted in the patient on (B)(6) 2021. This is to make the FDA aware that the device is not returned and went against our instructions of use. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Capsular contracture baker grade 3 left side.